Event description:
Customer reported patient when into an alarm status and th cic did not alarm. Investigation/conclusion: the logs were reviewed and indicated alarms were generated and audio signals were sent for the reported event. The biomedical department reported the absence of speakers for the cic, hence, no audible alarms were able to be heard at the cic. However, the logs do indicate the users were silencing the alarms, which can be accomplished from the bedside monitor of the cic. Additionally, the log review of the hard drive verified that unapproved software was loaded onto the system. The "real" player software was loaded in 1998 and may have corrupted the drivers and/or the operation of the system. As stated in the service manual, unauthorized software should not be loaded on the system.